Event description:
The patient was experiencing diaphragmatic stimulation. The physician chose to replace this device with a different crt-p because it had more programming options. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status ok. The device was implanted for 9 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.